Manufacturer narrative:
In response to FDA report number mw5084234. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿rupture¿. Device was explanted. This record is for the left side.